Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  [missing records: records prior to (B)(6) 15, including an operative report for umbilical hernia repair (B)(6) 14, were not provided.] (B)(6) 15: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: ventral epigastric anterior abdominal wall hernia, midline supraumbilical area, size 3 inch vertical and 2-1/2 inch horizontal. Postoperative diagnosis: ventral epigastric anterior abdominal wall hernia, midline supraumbilical area, size 3 inch vertical and 2-1/2 inch horizontal. Operative procedure: repair of ventral epigastric anterior abdominal wall hernia with dual mesh. Anesthesia: general endotracheal. History and operative findings: 50-year-old male with a history of bulge in the umbilical area. Initially, the patient underwent operative intervention on (B)(6) 2014. In view of persistent discomfort in the supraumbilical area, examination revealed evidence suggestive of epigastric abdominal hernia, size 3 inches x 2.5 inches. The patient had difficult time to bend over and pick up things and discomfort noted. In view of the same, decision for to proceed with operation, for repair of the ventral epigastric abdominal hernia made and carried out on (B)(6) 2015. Operative findings showed evidence of bulge in the supraumbilical area, extending 3 inches vertically and approximately 2-1/2 inches horizontally, globular in nature, partially reducible in nature. Operation scar in the umbilical area noted and healing well. Intraabdominal area showed evidence of hernia defect along with the adhesions, scar tissue from recent operation. No other abnormal finding noted in the clinical and operative evaluation in the local area. Repair carried out using dual mesh gore-tex. Operative procedure in detail: ¿the patient was brought to the hospital as an outpatient surgical candidate. The patient voided prior to surgery. Patient received preoperation antibiotics and lovenox for prevention of deep venous thrombosis. Sequential compression devices were used throughout the operation. General endotracheal anesthesia administered. Abdominal area was prepared, painted, and draped in the usual manner. Vertical midline incision was made, approximately 2-1/2 inches long. Skin, subcutaneous tissue, and dissection continued until isolation of the hernia noted. Delineation of the hernia at the edges performed to delineate the margin and defect defined at this time. Hernia sac was divided. Peritoneal cavity was entered. Intraabdominal adhesions in the area of the umbilical area were gradually separated. Satisfactory exposure of the fascial defect laterally and superiorly was performed. Having satisfactory margin, repair of the hernial defect was performed. Instead of primary closure, dual mesh was used at this time. The size of the mesh obtained was 10 cm x 15 cm and 1 mm thickness. Fashioning of the mesh performed at this time as needed. Underlay of the mesh performed using 2-0 vicryl suture and placement of mesh completed in the peritoneal and fascial lining. Additional interrupted sutures were placed to obtain realignment of the fascial edges with the edge of the mesh itself. Satisfactory hemostasis was noted. Having placed the mesh, reapproximation of the edges of the tissue performed to obliterate the dead space. Subcutaneous tissue was closed in 2 layers using 2-0 and 3-0 vicryl suture. Closure of the skin performed using continuous running subcuticular 5-0 vicryl suture. Local area was cleaned, dermabond dressing was applied. The patient received 30 ml of 0.5% marcaine with epinephrine for postoperation analgesia. Abdominal binder was applied having dried the dermabond on the incision area. Local area having cleaned, the patient was extubated, transferred to the recovery room in satisfactory, stable condition. Blood loss less than 20 cc. No blood replacement was given during the operative procedure. Needle, sponge, instrument, lap count was found to be correct.¿ (B)(6) 15, : (B)(6) hospital. Operative record. (B)(6). Implant record. Gore® dualmesh® 10.0 cm x 15.0 cm x 1.0 mm oval. Ref: (B)(4). Lot#: 7420209. Expiration: 2015-01-11. The records confirm a gore® dualmesh® biomaterial (1dlmc03/7420209) was implanted during the procedure. (B)(6) 2015: (B)(6). (B)(6). Radiology CT abdomen with contrast. Indication: chronic ulcer of other specified sites, status post mesh hernia repair. Comparison: none. Findings: there has been supraumbilical midline anterior abdominal wall hernia repair with opaque mesh in place. The mesh appears to buckle anteriorly, underlying the skin surface. There appears to be subtle surface irregularity of the cutaneous tissues, possible small cutaneous ulcers or fistulous communication. No remarkable fluid collection to suggest abscess. Does appear to be mild to moderate inflammatory or infectious soft tissue stranding within the adjacent subcutaneous fatty tissues and extending minimally intraperitoneal. Impression: prior supraumbilical midline anterior abdominal wall hernia repair with possible associated infectious or inflammatory process with overlying skin ulceration. No discrete abscess collection. Mass does appear to buckle anteriorly underlying the skin surface. 15 mm low density finding within left kidney, likely 3 cm liver hemangioma, cholelithiasis, nonobstructing calculi right kidney. (B)(6) 15: (B)(6) medical center. (B)(6). Operative report. Debridement of infected abdominal wall and mesh-vac irrigating wound dressing. Associated diagnoses: infected prosthetic mesh of abdominal wall; open wound of abdomen. Indication for procedure: the patient is a 50-year-old alcoholic male with a history of umbilical hernia repair in (B)(6) of 2014. The hernia recurred and the patient return to surgery in (B)(6) of 2015 and early recurrent hernia repaired with gore-tex mesh which became infected subsequently. Patient comes to surgery today for debridement of his abdominal wall and infected hernia mesh and placement of an irrigating vac dressing with sulfamylon. Consent was obtained from the patient. Today¿s operation is the first stage of a planned staged surgical procedure to reconstruct his abdominal wall. Patient will require return to the operating room once the abdominal wall was sterilized for placement of a acellular dermal hernia repair. Preoperative diagnosis: infected prosthetic mesh of abdominal wall, open wound of abdomen. Postoperative diagnosis: infected prosthetic mesh of abdominal wall, open wound of abdomen. Operation: a segment of irrigating vac wound dressing, 60 cm². Debridement, muscle and/or fascia; first 20 sq cm (11043). Debridement, muscle and/or fascia; each additional 20 square centimeters, total wound size 60 cm² (x3) (11046). Assistant: (B)(6). Anesthesiologist: (B)(6) , (B)(6). Anesthesia: general, local, endotracheal intubation. 0.5% ropivacaine mixed on-to-one with 1% lidocaine with 1 100,000 epinephrine. Findings: infected gore-tex mesh protruding through skin above the umbilicus with surrounding erythema and granulating tissue. Full-thickness abdominal wall resection in ellipse around the infected mesh including skin and subcutaneous fat and fascia and muscle. Specimen sent to or cultures taken of infected mesh. Patient had vac irrigating wound dressing placed with 70 cc to 2.5 hours for irrigation. Dr. (B)(6), was asked to assist me to aid in exposure and dissection of the abdominal wall, and to place the irrigating vac dressing and to decrease the amount of operating time. No other qualified individual was available to assist me. Estimated blood loss: 10 ml. Crystalloid: 1,100 ml. Complications: none. Operative procedure: ¿the patient was identified in her [sic] preoperative holding bed and taken to the or where time out was performed. The patient received antibiotic perioperatively. The patient was intubated on a well-padded operating table with an endotracheal tube and had good bilateral breath sounds. The abdominal wound was clipped and then was prepped with chloraprep. The surgical field was sterilely draped. Debridement of abdominal wall, skin, subcutaneous tissue fascia and muscle, proximally 60 cm². Using a sterile marking pen a vertical ellipse planned along the midline incorporated all of the inflamed tissue around the abdominal wound. The area was injected with local anesthetic. Using a 15 scalpel incision was made into the subcutaneous fat. Bovie cauterization was used to remove the inflamed area en bloc through the subcutaneous tissue down and including the fascia and muscle. As the fascia was incised the attached omentum was elevated with the en bloc dissection. The omentum was released with bovie cauterization and finger fracturing from the inflamed abdominal wall. Cultures were taken of the infected gore-tex mesh and sent to the lab. The specimen was handed off for pathology. The omentum was then dissected free for approximately 3-4 cm around the incision into the peritoneal and preperitoneal space with bovie cauterization. Irrigating vac dressing placement: a 1000-plastic drape was then cut into a circle approximating the area of release of the omentum on the intra-abdominal portion of the wound. The drape was then fenestrated using curved mayo scissors. The plastic was then placed into the wound to protect the abdominal contents from the vac sponge. The vac sponge was cut to the contour of the wound and stapled to the normal cutaneous edge. The surrounding skin was made more adhesive with cavalon skin prep. Sterile adhesive foils were placed, a track pad was placed and suction was applied with a good seal. The irrigating vac was then set up to deliver sulfamylon solution to the abdominal wound. Disposition: the patient was awakened in the operating room and extubated. The patient was taken to the pacu breathing on his own. In seemed to tolerate the procedure well.¿ (B)(6) 15: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 15, procedure was not provided.] (B)(6) medical center. Implant record. Tissue strattice. Manufacturer: life. Implant site: abdomen (umbilical/ventral hernia wound). Size 10 x 10. [Missing records: records of subsequent procedures of ¿staged surgical procedure to reconstruct his abdominal wall¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
F26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2015, whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: CT: mesh buckle, fistula, infection, inflammatory process, ulceration, pain & suffering. Additional event specific information was not provided.